Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose level was over 600 mg/dl with trace ketones. The elevated bg was addressed via a manual injection of insulin. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.